Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient¿s cgm was reading 40 mg/dl. No bg meter comparison value was taken. The patient was asymptomatic. The patient self-treated by eating a chef salad, rice pudding, glucose tablets, and a banana. Despite this, the patient¿s cgm was reading 60 mg/dl. The patient then became symptomatic and was diaphoretic, shaking, and had presyncope. He laid down and the patient reported that he ¿might have lost consciousness¿. The patient woke up the following day to his wife treating him with honey. After being given the honey, the patient¿s cgm was reading 239 mg/dl and the bg meter was reading 162 mg/dl. There was no documentation of the patient seeking assistance from a higher level of care. The patient felt ¿fine" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. After being given the honey, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.